Event description:
I used polygrip and fixodent from approximately early 2003 until early 2009 experiencing numbness and tingling in my extremities. In 11/2008, I was diagnosed with neuropathy. I have been experiencing headaches, dizziness, falling. I am now in a wheelchair due to this. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 2003 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.